Manufacturer narrative:
H6: investigation summary: bd received a needle cover and catheter assembly for a 24 gauge insyte autoguard blood control pro unit from an unknown lot for evaluation. Additionally, two photos were provided for investigation. The photos are representative of what was returned and did not provide any additional evidence that wasn¿t already identified by the physical sample evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned sample or provided photos. Our quality engineer visually inspected the returned unit and observed large scratches all around the exterior of the needle cover. The catheter assembly was still connected to the needle cover. The engineer attempted to remove the catheter assembly from the needle cover but resistance was felt and it was discovered that one of the ribs which held the catheter assembly laterally was bent. Next, after the engineer reinserted the catheter assembly and inspected the components microscopically they found that the bend in the rib caused the needle cover to push against the catheter adapter at an angle such that it caused the catheter adapter to become lodged inside the needle cover. No other damage was noted on the components during the microscopic inspection. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. However, due to the lack of the needle assembly and original packaging being returned for inspection the engineer was unable to determine a definitive root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced catheter broke and separated from the adapter. The following information was provided by the initial reporter: this is a report about catheter separation from adapter of iagbc. According to the customer's report, before venipuncture, the hcp could not remove the needle cover; when a force was applied, the catheter was separated from the adapter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced catheter broke and separated from the adapter. The following information was provided by the initial reporter: this is a report about catheter separation from adapter of iagbc. According to the customer's report, before venipuncture, the hcp could not remove the needle cover; when a force was applied, the catheter was separated from the adapter.